Event description:
Pt had expedium hardware and devex cages implanted at l4/s1 in 2005. Pt came back to clinic complaining of pain. X-rays revealed broken screws at s1 level. The surgeon has taken no action at this time.